Event description:
The event is reported as: the jaw came apart while demonstrating use. No pt injury reported or intervention reported.

Manufacturer narrative:
The sample for investigation has been rec'd, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.